Event description:
It was reported that this implant mount had fractured.

Manufacturer narrative:
Upon visual inspection, it was found that the thread portion on this implant mount screw had fractured and the hex portion is completely damaged (stripped). The cause for this component to fracture in this manner is not known. The review of the complaint history on this product did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.